Event description:
Nurse was starting an IV stick and was utilizing a product that is supposed to shield initiation needle point after use. Upon completing the process nurse was gathering equipment up and was stuck by needle which was exposed due to needle point protector malfunction. Approximately 1/8 of an inch was still exposed.